Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the unit and found that the batteries were not charging. To fix the issue, the fse installed the power management board. The fse verified that the units was charging by viewing the led indicators on the battery and watching the internal power. The fse also verified operation of balloon pump. The iabp unit was returned to customer ready for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping. The unit was replaced with another cardiosave. No patient harm nor adverse event was reported.